Event description:
It was reported that they had experienced low blood glucose. The customer¿s blood glucose level was 2.7 mmol/l at the time of incident. The customer treated low blood glucose value with food. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. The auto mode was active. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated they did not alleged over delivery on insulin pump. Customer stated loss of communication between transmitter and insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.